Event description:
During an endovascular embolization procedure on (B)(6) 2026, the 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 9651824) was impeded in the middle section of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31352682) and could not be further advanced. The physician retracted the stent and replaced it with a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9166986) and continued to deliver the stent, but the stent component of this second stent was found detached from the delivery wire in the microcatheter hub. The physician removed second stent and the microcatheter from the patient and replaced both devices to complete the procedure, which was reportedly prolonged by about 10 minutes. There was no report of any negative impact on the patient. On (B)(6) 2026, additional information was received. Per the information, the procedure was targeting an aneurysm on the posterior communicating artery and internal carotid artery. Adequate continuous flush was maintained through the microcatheter. When the first stent, 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 9651824), was removed, it was still on the delivery wire. No damage noted on the stent / stent delivery system. Regarding the second stent, 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9166986), aside from the premature detachment of the stent from the delivery wire, there was no damage noted on the stent / stent delivery system. The replacement stent was a 4mm x 23mm enterprise 2 vascular reconstruction device (encr402312). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient. The physician did not consider the reported 10-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9166986. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As documented in the event description, the stent component was detached from the delivery system. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and the measurements that control the attachment and delivery of the stent were found within specifications. The reported issue regarding the impeded condition of the stent cannot be evaluated since in order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer. The detachment of the stent in the hub of the microcatheter suggests that the introducer of the enterprise was not fully seated in the hub of the microcatheter when the stent was being retracted, causing the stent to expand in the microcatheter's hub, disengaging the stent from the rest of the delivery system. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9166986. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-mar-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.